Event description:
It reported that after a laparoscopic cholecystectomy, the patient had a bile leak. There was no konw device malfunction at the time of the case. No reoperation occured, no ercp. Patient was managed, any additional treatment is unknown at this time.